Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was symptomatic for low flows and log files were submitted for review to see if there was a full occlusion or any issue with the outflow graft. The log file captured some low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5lpm during the events. The log files contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. There were no low flow events noted on (B)(6) 2025, but there was one low flow event on (B)(6) 2025. It was recommended that a computed topography angiography (cta) and/or and echocardiogram (echo) be performed to confirm the presence of an obstruction. The patient presented with further low flow alarms on the morning of (B)(6) 2025. The speed was reduced which appeared to resolve the issue. Additional log files were submitted for review which captured numerous low flow events on (B)(6) 2025 which occurred at times when pi was elevated.

Event description:
It was additionally reported that the cause of the low flows was hypervolemia in the setting of the patient being well hydrated and taking bumetanide and relaxing fluid retention (fr) and atrial fibrillation (af). The low flows resolved after intravenous (IV) diuresis and increasing the ace inhibitor dose. The patient had shortness of breath upon exertion (sobe) and no other symptoms. A right heart catheterization and computed tomography scan of the chest were done with showed no evidence of outflow tract obstruction and no filling defect in the device tubing. The patient had no low flow alarms since admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms, which the account attributed to hypervolemia in the setting of atrial fibrillation (af). The submitted controller event log files contained events from (B)(6) 2025. Several transient low flow hazard alarms were captured on (B)(6) 2025. Of note, pulsatility index (pi) values appeared elevated during the low flow events. No other notable events or alarms were captured in the submitted log files, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.